Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged and pulled back and twiddled/ twisted up into the jugular. The physician attempted to reposition the lead, but it exhibited high thresholds and was kinked. The lead was removed and replaced. No patient complications have been reported as a result of this event.